Event description:
During central processing, the user facility identified a frayed cable on the large needle driver instrument. Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. Engineering observed a grip close cable that was broken at the distal idlers pulley. The grip close cable was also sticking out at the instrument's wrist. The idler pulley spun freely but had damages on the edge and on the surface. Engineering concluded that damage was likely due to excess force contact and mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.